Manufacturer narrative:
The initial MDR 2432235-2016-00625 was filed on october 13, 2016. Additional information (10/28/2016): a siemens headquarters support center (hsc) specialist reviewed the data provided. A siemens' customer service engineer (cse) found the sample digital diluter was binding during movement, and was replaced. The cse also found that the re-suspended magnet was touching the front of the cuvettes as they were traveling back and forth during the incubation and was process, potentially leading to scratching of the cuvette. Hsc stated scratching of the cuvette can alter the reading surface of the cuvette and potentially contribute to a discordant result and the binding sample diluter could affect the sample delivery into the measurement cuvette or dilution cuvette and potentially contribute to a patient sample. The cause of the discordant, falsely elevated human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data supplied. The quality control (qc) was found to be in range. Siemens customer service engineer (cse) was dispatched to the customer's site. The cse adjusted the sample probe to bottom of the cuvette calibration. The cse then ran qc and results were in range. The instrument was performing according to specification after service. The cse followed-up with the customer after service and found dilutions were out of range. A review of patient samples showed no discordant patient sample results. The cse retrieved additional data from the customer and reviewed the data. It was found during a dilution study that both divers and fliers were observed. The instrument showed recurring clot errors, sample entry queue errors and waste vacuum errors every two hours. The cse re-visited the customer's site and performed a study. The cse performed calibration then ran 20 replicates of level 3 qc, 10 replicates of 10 patients, 1 patient 170 times and level 3 qc 160 times and submitted the data to be reviewed by the headquarters support center (hsc). The cse re-visited the customer's site. The cse reloaded version 1.2 software onto the instrument. The cse then ran 4 runs with different cuvette bottom calibrations on each run. The initial run was in range. The second run was discordant. The sample tip touched the bottom of the cuvette. The third run was discordant. The fourth run showed a discordant result as well. The cse then ran a dilution and precision study. No fliers or divers were seen. Siemens is investigation the event.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on an advia centaur xpt instrument. The initial result was reported out to the physician(s). The same sample was tested on an alternate advia centaur xp instrument, resulting lower. The customer then repeated the same sample on the original advia centaur xpt instrument, resulting lower. A corrected report of the advia centaur xpt's repeat result was issued to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated human chorionic gonadotropin result.